Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing needle shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd preset¿ eclipse¿ had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated "when opening the abg, it was found that the abg has no needle shield and has foreign matter on the cannula." Received an update from the sales representative. The description of the incident is updated as follows: the neurology nurse opened the single package when performing arterial blood sampling and found that the lock had been activated and locked, and there was no needle cap; the problematic blood gas needle was discarded.